Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and observed the device was unable to deliver energy. Stryker observed components q71, q73, and q84 fets were blown. Stryker determined that the cause of the issue was likely due to transistor, designator q86. Pins 1 to 3 of q86 were electrically shorted. Stryker archived the returned device and the customer received a replacement device.